Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va071ff, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and all of a sudden two weeks ago she started having horrible pain that was shooting and disabling in the inner part of her right leg. A cat scan determined that the patient had a break in her pubic bone and a muscle tear around that area. Since the pain started suddenly two weeks ago, the patient had a lack of control with her bladder and she was gushing fluid. The patient had three instances the week of the report where she was getting out of the car or was in the grocery store and as soon as her brain said she needed to go to the bathroom, it would all come gushing out. The patient still wore a pad every so often. No device allegations, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.